Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump shut off unexpectedly. It was reported that the customer experienced an elevated blood glucose (bg) level. Bg value not provided. Cause was due to infusion set disconnected and not being able to receive insulin delivery. Reportedly, a manual injection was administered to address bg. Reportedly the customer continued to use the pump for insulin therapy.